Event description:
Patient presented with swelling in the extension pocket site. The patient had cultures taken from the pocket site and was treated with antibiotics and total device explantation. The device is explanted but has not been returned to the manufacture.